Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to extend the gantry of the system as it was noted that they were getting caught on something on plate or bottom portion of the gantry. There was no reported delay on patient outcome. Length of surgical delay is not known at this time. It was reported that a different imaging system was brought into the room to complete the procedure. Issue has been resolved as manufacturer representative was able to trouble-shoot with the field service engineer to resolve the problem. There was no delay. The second imaging system was brought into the room 20 minutes before it was needed. Site simply moved this imaging system out and retrieved the other system.